Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint device, system error could not be reproduced. The investigation results are inconclusive, and the root cause of the issue could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), and update device evaluated by manufacturer (see section h3).

Event description:
Additional information was received and it was reported that it was found in error logs that a usacquisitionhw_40_0 error occurred after the unspecified procedure started. The probe was replaced and the procedure continued and completed. There was no need to repeat the procedure because there was no loss of data. There was no patient injury reported. No additional information was provided.